Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse noted the na calibration was higher than usual. Fse replaced the eic valve, tubing on the ise module, and the carbon bridge to resolve the issue.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained a false low sodium (na) results involving the unicel dxc600i system. The result was reported out of the laboratory and later amended. The customer repeated the sample on the same instrument after recalibration and obtained na results considered correct by the customer. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.